Event description:
It was reported that while at a follow-up appointment, the physician attempted to interrogate the patient's implanted device with this integrated programmer, but the screen froze twice. One occurred during an atrial threshold testing, and the physician was unable to cancel the test due to the frozen screen. The patient was not pacemaker-dependent, and no adverse patient effects were reported. The programmer was exchanged to resolve the event, and is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory, including visual inspection, functional and baseline testing, and review of device memory. The programmer passed all testing and analysis was unable to confirm the allegation of an unresponsive touchscreen. The touchscreen operated as intended and exhibited no unresponsive behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmer liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientific investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis.

Event description:
It was reported that while at a follow-up appointment, the physician attempted to interrogate the patient's implanted device with this integrated programmer, but the screen froze twice. One occurred during an atrial threshold testing, and the physician was unable to cancel the test due to the frozen screen. The patient was not pacemaker-dependent, and no adverse patient effects were reported. The programmer was exchanged to resolve the event, and was recently returned for analysis.